Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was not powering on. The complaint was classified based on the customer care advocate's (cca) documentation. The patient claimed the alleged issue began (B)(6) ago. The patient stated she manages her diabetes with 7 units of novolog, 45 units of lantus insulin with no adjustment and continued to with her usual diabetes management routine when she was unable to use the subject meter. The patient claimed on an unknown date and time, after the issue occurred, she developed symptoms of "dry mouth and was thirsty" and denied receiving any form of medical intervention other than her usual insulin regimen. At the time of troubleshooting, the cca noted that subject meter was not being used for the first time, and the correct test strips were being used. The issue was resolved with training and the meter was working at the time of the call. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.